Event description:
On (B)(6) 2010, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that perforation had occurred. All 6 legs perforate about 4mm beyond the inferior vena cava (ivc). No further patient complications were reported.

Event description:
On (B)(6) 2010, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that perforation had occurred. All 6 legs perforate about 4mm beyond the inferior vena cava (ivc). No further patient complications were reported. It was further reported that the patient underwent placement of a greenfield vena cava filter on (B)(6) 2010.